Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device an issue related to the sensor board was observed. The sensor board was replaced to address the issue.